Event description:
It was reported that the zoll autopulse was used for a cardiac arrest. During utilizing this equipment the machine stopped chest compressions and displayed a change battery sign. This happened twice during the code with both batteries. Customer attempted to turn the unit off and pull battery out and place it back in the just in case this might fix the problem as the batteries were changed out during shift change in the morning. End result was manual chest compressions had to be utilized to complete the 911 call. Batteries: 50895, 01/2011. 61955, 03/2012. This report pertains to the battery identified with s/n (B)(4).

Manufacturer narrative:
Battery identified with s/n (B)(4) failed testing. Probable cause for the failure could be low power (output was 1235w instead of 1300w). However, the battery still operated the board.